Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has intermittent sound when turning her head. She noted that sound would sharply decrease or cut out altogether when she turned her head in either direction or looks down. The pt reported the problem has been occurring for the past several months, during which time she had a child and was also on prednisone. Testing indicated normal device function. The audiologist disabled the electrode channels one-by-one with no subjective improvement in intermittency. External equipment has been checked on two separate occasions. CT scan results were reported as looking good, with the electrode array in good placement and the array doesn't look compromised. It is understood that the pt plans to pursue re-implantation.